Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s registered nurse (rn) reported that a fresenius combiset bloodline did not have proper flow and had air gaps in it immediately during a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, alarmed with an air detector alarm. A fresenius dialyzer was also in use. There was no defect or damage noted on the bloodline. The patient¿s estimated blood loss (ebl) was approximately 50ml. There was no patient serious injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies with a bloodline from a different lot. The complaint device is not available to be returned to the manufacturer for evaluation.

Event description:
A user facility¿s registered nurse (rn) reported that a fresenius combiset bloodline did not have proper flow and had air gaps in it immediately during a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, alarmed with an air detector alarm. A fresenius dialyzer was also in use. There was no defect or damage noted on the bloodline. The patient¿s estimated blood loss (ebl) was approximately 50ml. There was no patient serious injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies with a bloodline from a different lot. The complaint device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.